Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2133 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC-line catheter inserted (B)(6) 2020 for treatment with chemotherapy after breast cancer surgery. PICC line catheter planned to be removed, it then breaks and about 11 cm of the catheter remaining in situ vena basilica dxt. Anesthesiologist is contacted urgently in connection with event. The patient is supervised and the anesthetist consults with vascular surgery department. Conclusion here will be that there is no indication for catheter stub removal. The patient is insecure in the decision and requested a second opinion from vascular surgery dept. Rh3111, which supports the primary decision. A telephone consultation has been agreed on (B)(6) 2021.